Event description:
It was reported that during a myomectomy procedure, the needle bent. This occurred repeatedly across 32 sutures. Additionally, out of the 32 sutures, six sutures also had their thread detached from the swage point, while suturing or while preparing the suture after the patient's incision; the needle did not fall into the patient's cavity. It was reported that the surgery was interrupted multiple times due to the issues, and that an additional new suture was used without issue. It was noted that the surgical time was extended by more than 30 minutes due to the issue.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a myomectomy procedure, the needle bent. This occurred repeatedly across 34 sutures. Additionally, out of the 32 sutures, six sutures also had their thread detached from the swage point, while suturing or while preparing the suture after the patient's incision; the needle did not fall into the patient's cavity. It was reported that the surgery was interrupted multiple times due to the issues, and that an additional new suture was used without issue. It was noted that the surgical time was extended by more than 30 minutes due to the issue.

Manufacturer narrative:
D10 concomitant products: cl-915 cl-915 polysorb* 1 vio 90cm gs24 x36 - (lot#a5b1687y); cl-915 cl-915 polysorb* 1 vio 90cm gs24 x36 - (lot#a5b1687y); cp-415 cp-415 surgipro* 1 blu 90cm hgs22 x36 - (lot#d4d2475y); gl-223 gl-223 polysorb* 2-0 vio 75cm v30 x36 - (lot#a5f1757y); cl-915 cl-915 polysorb* 1 vio 90cm gs24 x36 - (lot#a5b1498y); cl-915 cl-915 polysorb* 1 vio 90cm gs24 x36 - (lot#a5b1498y); cl-915 cl-915 polysorb* 1 vio 90cm gs24 x36 - (lot#a5b1498y); cl-915 cl-915 polysorb* 1 vio 90cm gs24 x36 - (lot#a5b1498y); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.